Manufacturer narrative:
(B)(4). S/w unknown. Retainer ring = black. Insulin pump received with blank display anomaly due to moisture damage on electronics assembly stack pcba1 and pcba2. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Insulin pump received with moisture damage noted on motor and vibrator motor. Unable to verify failed battery test alarm due to download difficulties. However, insulin pump tested with reference test electronics pcba1 and pcba2, was able to boot up properly with no unexpected blank display anomaly noted. Insulin pump received with fading serial number label and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit received with corroded battery tube assembly.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that they were having issue with insulin pump. They went through a few batteries and insulin pump was not accepting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.